Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) despite no dietary or lifestyle changes. The highest blood glucose (bg) recorded was 371 mg/dl. The user, using a teflon inset 23" infusion set, completed a supply change the prior night with no noted issues. After persistent hyperglycemia, the user performed another supply change and considered switching infusion site locations due to possible scar tissue. The user later disconnected to administer multiple daily injections (mdis) and was advised to remain disconnected for at least two hours to prevent insulin stacking. Ketone testing showed zone 2, and the user was instructed to hydrate and retest in 90 minutes. Blood glucose (bg) was corrected with a supply change and resumed dosing. No symptoms, outside assistance, or medical intervention were reported.